Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the guide wire was detached.the 100% stenosed lesion was located in the circumflex artery. The pt graphix guidewire was inserted via a .014" non bsc introducer catheter. A non bsc 2x10mm balloon catheter was advanced over the guide wire and angioplasty was performed. The balloon catheter was removed and the pt graphix guidewire and the introducer catheter were pulled back through an unspecified 6fr non bsc guide catheter as a unit. A final contrast injection was performed and it was revealed that the tip of the wire was detached and had migrated down into the vessel. A 2mm microsnare was used in an unsuccessful attempt to remove the wire fragment. The fragment, which is approximately 6mm, remains in the side branch of the circumflex. There were no additional patient complications and the patient's condition is reported as 'fine'.

Manufacturer narrative:
(B) (4)device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)